Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 10 cm malignant esophageal stricture secondary to esophageal cancer during an esophageal stenting procedure performed on (B)(6) 2025. The patient's anatomy was tight and was not dilated prior to stent placement. During stent deployment, the catheter got bent, and the stent could not be deployed. The ultraflex esophageal stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event.